Manufacturer narrative:
The device was evaluated by ventec where the reported issue of peep (positive end expiratory pressure) periodically dropping lower than set was confirmed. Ventec replaced the exhalation control module (ecm) to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ecm.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that the ventilator was unable to maintain peep (positive end expiratory pressure), noting that peep would periodically drop lower than set. There was no patient involvement associated with the reported event.